Event description:
It was reported that a cartridge alarm 09 occurred. Reportedly, the customer had filled the cartridge with 240 units of insulin. A supply change was performed to address the issue. Customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.